Manufacturer narrative:
The date of event has been updated. The following information has been updated: date of event: (B)(6) 2019.

Event description:
It was reported that the needle eclipse 18x1-1/2 rb experienced foreign matter contamination. The following information was provided by the initial reporter: material no. 305766 batch no. 8052416. A needle was found to have foreign matter at the luer lok assembly for one needle in a sleeve of five. The foreign matter is brown/orange and appears to have been viscous before drying. The side of the sleeve was noted to have a minor amount of dried saturation from the foreign material. Distributor is requesting a formal investigation into this defective material supplied by bd to distributor.

Manufacturer narrative:
Investigation summary: photo evaluation: 1 photo was received for investigation and observed brown foreign matter on the eclipse hub. Sample evaluation: 5 actual samples in sealed package was returned for investigation. The 5 samples were subjected to visual inspection to check for foreign matter. Observed brown foreign matter in a gel-like form on the outer surface and inner surface of hub and at the sides of the safety shield. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Based on the ftir results, both the brown foreign matter and black grease from oven are having the same spectrum which matches reasonably with that of with that of a mixture of diundecyl phthalate and other unknown compounds. The assembly process has been reviewed. Probable cause might come from the oven for lube curing in the assembly line. It was observed that the groove (which is open on both end) on the oven exit might accumulate the oil and drip onto the hub during transferring at the end of the groove. Action was taken to channel the oil accumulated in the oven away from the machine by improving the design of the groove on the oven on mar 2018. The batch is produced before the action implementation.

Event description:
It was reported that the needle eclipse 18x1-1/2 rb experienced foreign matter contamination. The following information was provided by the initial reporter: material no. 305766 batch no. 8052416 a needle was found to have foreign matter at the luer lok assembly for one needle in a sleeve of five. The foreign matter is brown/orange and appears to have been viscous before drying. The side of the sleeve was noted to have a minor amount of dried saturation from the foreign material. Distributor is requesting a formal investigation into this defective material supplied by bd to distributor.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle eclipse 18x1-1/2 rb experienced foreign matter contamination. The following information was provided by the initial reporter: material no. 305766 batch no. 8052416. A needle was found to have foreign matter at the luer lok assembly for one needle in a sleeve of five. The foreign matter is brown/orange and appears to have been viscous before drying. The side of the sleeve was noted to have a minor amount of dried saturation from the foreign material. Distributor is requesting a formal investigation into this defective material supplied by bd to distributor.